Event description:
It was further reported that the 9.0x60x75cm express ld iliac / biliary stent delivery system (sds) was successfully deployed at the target lesion. However during withdrawal of the express ld sds the device would not come back through the 7fr sheath. As a result, the sds and the 7f sheath were removed together as one unit. Vascular access was obtained with another sheath and the procedure was completed. The complaint would not be considered a reportable event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-07774. It was reported that during a stenting treatment procedure, difficulty removing a catheter occurred. The target lesion was located in the iliac artery. A 9.0x60x75cm express ld iliac / biliary stent delivery system (sds) was advanced and positioned at the target lesion. The stent was not deployed and the physician elected to remove the device. However, during withdrawal, the sds would not come back through the 7fr sheath. The sds and the 7fr sheath had to be removed together as one unit. A 9.0x40x75cm express ld iliac / biliary stent delivery system (sds) was advanced and positioned at the target lesion. The stent was not deployed and the physician elected to remove the device. However, during withdrawal, the sds would not come back through the 7fr sheath. The sds and the 7fr sheath had to be removed together as one unit. No patient complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved u.s device.